Event description:
It was reported that during the farapulse pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that during the preparation of the sheath, the physician noticed that after flushing the sheath sucked in air. When flushing again the air was flushed out again. The procedure was completed successfully by using alternative device. No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the farapulse pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that during the preparation of the sheath, the physician noticed that after flushing the sheath sucked in air. When flushing again the air was flushed out again. The procedure was completed successfully by using alternative device. No patient complications have been reported. The product is expected to be returned. It was further reported via the flushing was done with a syringe during the sheath preparation. The bubbles were observed inside the sheath shaft.